Event description:
It was initially reported by the physician that the pt's diagnostics results showed high lead impedance on one reading; however, on the next test, diagnostics showed everything working within normal limits. Company rep went to the site to find out more info about the issue, but the pt was not present in the office at that time. Company rep went through the physician's handheld and did not find any high impedance data in the last 25 readings; however, dates on the handheld were incorrect therefore, last 25 readings probably would not have the recent tests. Good faith attempts to obtain add'l info has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.